Manufacturer narrative:
H11: additional manufacturer narrative: this is one of two manufacturer reports being submitted for this patient. Refer to edwards reference number (B)(4) for redo mitral valve replacement. This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 46-year-old patient with a 290023mm valve model implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and ten (10) months due to calcific degeneration leading to leaflet thickening severe stenosis and moderate regurgitation. As reported, patient presented with heart failure and dyspnea on exertion. A 23mm transcatheter valve was implanted within edwards surgical valve. As reported, there were no allegations of device related malfunction neither patient injury. Patient had recovered and was discharged home on post-operative day 9.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report ID: 2015691-2024-06796. H11: additional manufacturer narrative: structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7 to 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the most likely root cause is patient factors, including hyperlipidemia, thyroid nodules and rheumatic heart disease.